Event description:
It was reported that during the surgery, could not fire. Changed the new one to complete surgery. There was no patient consequence reported. No additional information can be provided.

Manufacturer narrative:
(B)(4). Date sent: 11/15/2023. D4: batch # 241c15. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned reload. Visual analysis of the returned sample determined that one gst45b reload was received partially fired 1/4 with the reload pan slightly damaged at the proximal end. When the device was tested for functionality, it was noted that damage to the pan was inflicted, it is possible that the pan proximal end got caught between the knife. However, the firing cycle was complete and the staple formation was as expected no conclusion could be reached as to what may have caused the reload pan to be damaged. The partially fired is consistent with an incomplete or interrupted cycle. Please reference the instruction for use for more information. Device history review a manufacturing record evaluation was performed for the finished device batch number 241c15, and no non-conformances were identified.